Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump and received a cartridge alarm 1. Customer's blood glucose level was not impacted. The customer indicated that the cartridge would be changed.